Event description:
Synthes 2.5 x 230mm qk cpl drill bit broke off in pt's left sacroiliac joint. Drill bit piece unable to be removed and retained in the bone. Diagnosis or reason for use: orif left sacroiliac joint.